Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer had broken hinges, keyboard and cord compartment. Analysis also found that the media bay door latch was missing, that the system and power supply fans were noisy, that the power supply had corrosion on the bottom only, that the handle was dented and cracked, that the lower case was cracked and noticeably scuffed as were the upper hinge plate, display cover and display bullets, that the keyboard slide cover was missing and that the left antenna was out of specification. All found defective parts were replaced. Concomitant product: product ID: 229047 software analyzer. (B)(4).

Event description:
It was reported that the programmer had broken hinges, keyboard and cord compartment. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.